Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged outer insulation on the black power cable was confirmed. Visual inspection of the returned system controller serial number (B)(6) revealed tears on the black power cable. Further evaluation confirmed an early stage of conductor breakdown in both power cables. The observed conductor breakdown did not affect the controller¿s ability to operate a test pump at the set speed during analysis. The data log file was successfully retrieved and contained events recorded from the time stamp of day 1580, 7 hours and 1 minute to day 1580, 18 hours and 45 minutes where normal operation was recorded. Incidental findings: visual inspection revealed tears on the black power cable. Further evaluation confirmed early stage of conductor breakdown in both power cables. Patient handbook rev. D covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook rev.d. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event took place at (B)(6) university, in (B)(6).

Event description:
It was reported that the covering of the black power lead that was attached to the patient's controller had become thinner over time. There appeared to be a hole which exposed the inner shield. The pump was operating as intended, and the patient was asymptomatic. The controller was exchanged.